Event description:
In (B)(6) 2017 I underwent coolsculpting on my lower abdomen. Within 2 months I noticed that the fat in the area began to increase significantly and change in size and shape. Today I have a fairly large pointed fat mass on the area that was treated. The upper area of the fat mass feels hard to the touch and the lower area feels spongy. Two months ago, I was diagnosed with paradoxical adipose hyperplasia as a result of the coolsculpting procedure by a board certified plastic surgeon. According to the surgeon the fat mass is permanent and the only corrective measure is liposuction. I placed a claim with allergan, the products MFR, and they are refusing to do anything even though they have not even physically examined me. I have a written diagnosis from a board certified surgeon. Also the pa that administered the procedure has given a written diagnosis of pah to allergan.